Event description:
It was reported that when the device was fired the second time, the jaws would not open and became sealed shut. The device was not locked on the pt. Another device was used to complete the procedure. There was no pt injury. The device was returned with the blade exposed.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws clamped shut. The blade was not retracted, was laying horizontally in the jaws and was laterally exposed. The jaws appeared to be slightly misaligned. Upon eval, the trigger would not move, and the main handle could not open the jaws, although the lock was able to latch and unlatch. No electrical testing could be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted.